Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated she had fallen on the hip where the battery ipg was implanted, since then she has had issue charging the device up to 100%. Ipg was very easy to find. She said it would get to 99-% but never 100%. Hcp asked us to see her and check out her device. Rep ran an impedences check on the battery and all the electrodes were good. Re educated on charging her device and encouraged her that if this didn¿t resolve to call patient services if her charging equipment may need to be replaced. Patient understood.